Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim display. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 as follows: the battery compartment was found to be cracked below the grip pad to the case seal. The display was found to have a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).